Event description:
It was reported bd insyte¿ i.v. Catheter 20ga x 1.16in had leakage issues. The following information was provided by the initial reporter, translated from japanese: "blood leakage was observed from other than the hub (connection) after catheter indwelling" this is a report about blood leakage with the use of insyte vialon-e. The customer reported as follows: after catheter placement, blood leakage was observed in the unknown site other than the hub. There may be a crack or other defects on the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-12-09. H6: investigation summary: six photos and thirty-one samples, one actual used sample without packaging and thirty representative samples with sealed packaging, were received by our quality team for evaluation. The photos were subjected to visual inspection and no obvious adapter or tubing damage was observed. The samples were subjected to the catheter leak test. The actual sample failed this test with leakage observed at the luer end of the adapter. The representative samples passed the testing. The actual sample was subjected to visual inspection to check for adapter damage. A dent was observed on the adapter inner luer. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed, the dent was suspected to be caused by the adapter being scratched by the gripper at the tipper station. The occurrence rate for the leakage defect is very low based on the number of complaints received per sales volume in the past 12 months. Based on the complaint history review, this is the first complaint reported for leakage for this batch. There was no leakage found in the 30 returned representative samples. Therefore, this is most likely an isolated case. A similar defect was communicated to the production technicians after this batch was manufactured and the occurrence will continue to be monitored.

Event description:
It was reported bd insyte¿ i.v. Catheter 20ga x 1.16in had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "blood leakage was observed from other than the hub (connection) after catheter indwelling" this is a report about blood leakage with the use of insyte vialon-e. The customer reported as follows: after catheter placement, blood leakage was observed in the unknown site other than the hub. There may be a crack or other defects on the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ i.v. Catheter 20ga x 1.16in had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "blood leakage was observed from other than the hub (connection) after catheter indwelling" this is a report about blood leakage with the use of insyte vialon-e. The customer reported as follows: after catheter placement, blood leakage was observed in the unknown site other than the hub. There may be a crack or other defects on the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.